Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the issue was due putting stuff on the unit that is too heavy or pushing the unit via the case and not the trolly handle. The customer was provided a quote for bench repair. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device was found plugged in, with a broken rear case, posing a high risk of the internal components/wiring being exposed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.